Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure with this pacemaker telemetry was lost and was not able to be re-established. It was reported that the device was in safety mode. The device was not implanted and planned to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case noted no anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened to facilitate analysis. It was determined that an internal component was not functioning as expected. After replacing the internal component, telemetry was established. Review of device memory verified that the device experienced three system resets, which caused the device to revert to safety mode. Analysis concluded the resets were a result of the identified component issue.